Manufacturer narrative:
(B)(6). The lot was manufactured between march 12, 2019 and march 14, 2019. The actual device was not available; however, one (1) photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed and a ruptured bladder was identified. The reported condition was verified for one sample. The cause of the condition was found to be due to a manufacturing issue. The remaining device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder (balloon) of two (2) small volume folfusors ruptured during filling. The device was filled with unspecified cytotoxic solution. There was no patient involvement. No additional information is available.